Event description:
Clinical trial. Same case as 2134265-2009-03459. It was reported that during a carotid artery stenting treatment procedure, the patient experienced hypotension and bradycardia. The 80% stenosed target lesion being treated was 4mm in diameter and 18mm long port of the left proximal internal carotid artery. The lesion was treated with placement of the filterwire ez device and a carotid wallstent. Following post-dilation there was 20% residual stenosis. During the index procedure, following the second balloon angioplasty (unk balloon type), the patient had bradycardia and hypotension. The patient was treated with 0750 mg of atrophine IV. The event was resolved without residual effect. Her blood pressure was 100 systolic. The balloon was removed, and the wallstent was tracked over the wire and deployed. The patient blood pressure then went to 80 systolic and heart rate was between 70 and 80. The physician started the patient on 5 mcg of dopamine IV. This brought her pressure to approximately 100 to 110 systolic. Post angioplasty was performed and the balloon was removed. Her blood pressure was again at 80 systolic. With the dopamine, pressure was recovered to 100. The filterwire was captured and removed. At the end of the procedure, dopamine was turned off and before the patient left the room, blood pressure had returned to 140 systolic. The patient was neurologically stable. The event was resolved without residual effects. The physician indicated that the relationship to the carotid wallstent was possible and the relationship to the filterwire was unrelated.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.